Event description:
Caller reported a rapid increase in the indicated battery charge by 15%, but it did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.